Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, scratched display window, and cracked case near the display window corners noted during visual inspection. No button response and button error alarms due to a flattened dome switch on the up and down arrow buttons. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.